Event description:
A hurricane rx dilation balloon was returned to boston scientific corporation on (B)(6) 2022 without any report of performance issues or adverse patient effects. The returned device was analyzed and was noted to have burst.

Manufacturer narrative:
Exact date unknown, device received on (B)(6) 2022. (B)(4). Investigation results: the returned cre fixed wire dilatation balloon was analyzed and a visual examination found no damages to the catheter or balloon of the device. A functional inspection was performed by connecting the device to an alliance inflation system. The balloon inflated without problem, however, it did not hold pressure due to a rupture in the middle section. The rupture was confirmed via microscopic inspection and noted to be located 15 mm from the tip. With all the available information, boston scientific concludes the rupture found in the balloon is likely to have occurred due to factors encountered during the procedure; excess pressure, interaction with other devices, or anatomical affairs. It is possible that factors encountered during the procedure, such as the interaction with any surface, could create friction on the balloon and cause it to rupture. Therefore, the most probable root cause is adverse event related to procedure. A review of the manufacturing documentation for this device revealed that no anomalies or deviations related to the event occurred during manufacturing. A review of the device history record (DHR) was performed and confirmed that this device met all material, assembly and performance specifications. A labeling review was performed and from the information available, this device was used per the instructions for use (IFU)/product label.